Event description:
It was reported that the ilet device¿s sleep/wake button was intermittently unresponsive, and the user updated the ilet app and was subsequently able to open and operate the device without issue; blood glucose was not affected and no medical care was required. No reported symptoms. Outcomes included no impact to the user¿s health and no interruption of insulin delivery reported. Investigation included customer interview and troubleshooting with user education. Investigation of this case revealed the device became responsive after software/application update and no further malfunction was observed. It was concluded that the event was related to a temporary device interaction issue resolved through troubleshooting and app update, with no patient harm.